Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing left rib pain. X-rays were taken and showed no anomalies. Reprogramming was unbale to resolve the issue. The pain is present regardless whether the stimulation is turned on or off. The patient underwent surgical intervention on (B)(6) 2018 where the lead was damaged during the procedure and as a result the physician decided to explant the scs system.